Event description:
In 2/2006 PICC was placed w/o event via right cephalic vein. Around 18:00 a routine dressing change was performed & nurse attempted to flush line. She noted there was blood return inline. Using "ultraplace", a standard protocol, she attempted to declot the line. Around 22:00 patient reported severe arm pain and arm appeared swollen. Dr ordered PICC to be discontinued. Tip was cut & sent for a culture. Another peripheral site was accessed. When nurse examined catheter, she saw a "hole in internal portion of catheter". No further patient complications were reported.